Manufacturer narrative:
Investigation: a device history review was conducted for lot number 1010474. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were unable to alter the rate of flow in the device, they determined that the most likely root cause for this event was an inadequate amount of material was dispensed into the mold of a key component. This issue was addressed in december of 2018 when the molding station was refurbished, and revalidated.

Event description:
It was reported that the drip counter does not work properly with a bd infusion set¿ r87 vented 180cm. The following information was provided by the initial reporter: ¿drip counter does not work properly. One infusion system contained nacl 90.9% and the other one contained aimel. The adjusted quantity was not administered correctly.¿

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the drip counter does not work properly with a bd infusion set¿ r87 vented 180cm. The following information was provided by the initial reporter: "drip counter does not work properly. One infusion system contained nacl 90.9% and the other one contained "aimel". The adjusted quantity was not administered correctly.¿